Event description:
While investigation a (B)(4) year old female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming functionality testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a lifted pad at trunk cable connector j702 on the distribution node pca board. The root cause for the lifted pad could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.